Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to unknown cause. A new rv lead with the same model was implanted successfully. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to unknown cause. A new rv lead with the same model was implanted successfully. No adverse patient effects were reported. Additional information indicates that this lead was attempted due to threshold issues and position difficulties after multiple attempts, resulting in the helix not able to extend due to lodged tissue. This lead was disposed by the facility and will not be returned. No adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description. This supplemental report was created to capture additional information and information correction. This complaint no longer meets reportable criteria.